Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain alarm which occurred during cycle nine on (B)(6) 2013 at 08:15:15. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings, "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " if any additional relevant information is received, a follow-up report will be sent.